Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/cramping, sharp pain') and genital haemorrhage ('unusal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain lower ("cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: (B)(6) 2018, surgical pathology report: uterus, bilateral fallopian tubes and cervix: benign proliferative endometrium. Unremarkable cervical mucosa and submucosa. Fallopian tubes with one small paratubal cyst. Peritoneal biopsy: fragment of fibro adipose tissue with cautery artifact. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet received. Events" unusual bleeding, she did not undergone essure confirmation test were added. Reporter, demographic, essure indication was (amended), treatment medication was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, migraine and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/cramping, sharp pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". In (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain lower ("cramping"), genital haemorrhage ("unusual bleeding") and menstrual disorder ("unusual period"). The patient was treated with paracetamol (tylenol) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, migraine, abdominal pain lower and menstrual disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: (B)(6)2018, surgical pathology report: uterus, bilateral fallopian tubes and cervix: benign proliferative endometrium. Unremarkable cervical mucosa and submucosa. Fallopian tubes with one small paratubal cyst. Peritoneal biopsy: fragment of fibro adipose tissue with cautery artifact. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new event unusual period were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.